Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited high out of range shock impedance measurements. Troubleshooting was performed and it was determined that the electrode was not fully inserted into the device header. An invasive procedure was performed. The electrode was fully inserted in the header which resolved the observed out of range measurements. No additional adverse patient effects were reported.